Manufacturer narrative:
The investigation into the reported purge cassette leak has been completed. The medical center did return impella products for benchtop analysis. The cause of the purge leak was sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported a 67-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. Staff reported a purge cassette leaking around the connection. This patient had sodium bicarb running in the purge for less than 24 hours. No reports of patient harm.